Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced difficulty pumping the device. A revision surgery was performed during which the pump was removed and replaced. There were no patient complications.